Manufacturer narrative:
The cause of the alleged post-op complications cannot be determined. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Additional information has been requested, however to date has not been provided. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported via the (B)(6): it is alleged that the patient was implanted with a bard 3dmax mesh. The report states the patient underwent explant of the device and alleges the following adverse patient outcomes, extreme pain, lack of movement, damage to nerves and blood vessels.

Event description:
The following was reported via the (B)(6) ((B)(6) health authority): it is alleged that the patient was implanted with a bard 3dmax mesh. The report states the patient underwent explant of the device and alleges the following adverse patient outcomes, extreme pain, lack of movement, damage to nerves and blood vessels. Addendum based on information provided by the patient's attorney: in (B)(6) 2016 the patient was implanted with a bard 3dmax mesh in his groin, allegedly without consent. As alleged two to three months post implant the patient started feeling burning and pain sensations in his right thigh and knee as well as trouble moving his right leg and feeling of fatigue after short walks. Without knowledge of the mesh implant the patient suspected different causes. In (B)(6) 2018 the patient developed excruciating pain in his thigh and knee especially during the night and later also during the day. Alleged that since this time, the patient's activities of daily living were limited to spending the majority of time at home and taking narcotic pain relief regularly. In (B)(6) 2018 the patient found that he had previously been implanted with the 3dmax mesh and (B)(6) 2019 underwent a procedure to remove the mesh. As alleged the patient takes nsaids for pain and no longer has to take narcotic pain medication. As alleged the patient continues to have pain in the thigh and knee which he will have the rest of his life.

Manufacturer narrative:
The cause of the alleged post-op complications cannot be determined. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Additional information has been requested, however to date has not been provided. Should additional information be provided, a supplemental emdr will be submitted. H11 this is an addendum to the initial emdr to document additional information provided by the patient's attorney. This additional information does not change the initial determination. No conclusion can be made. Note, the date of implant is estimated as the exact date was not provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.